Manufacturer narrative:
The DHR for this serial number was reviewed. There were no deviations or nonconformances noted for this serial number in the record. Serial number (B)(6) was pulled from the lot for pyrogen extraction testing, but then returned to lot for final sterilization. This is an approved step in manufacturing and is not expected to have any impact on the device. The device met all final specifications prior to release from manufacturing. Communication from the physician indicated 'there was no malfunction,' but no additional information was received despite repeated requests by intera. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Patient contacted intera oncology stating they have an intera 3000 hepatic artery infusion pump. The patient reported that he is currently getting refills, but he did not know the name of refilling physician. He stated, "I received a letter 2 years ago after my pump wasn't working: I want to find out what information is needed." A follow-up call with the patient was conducted by intera on no additional information was provided 2025. The patient stated he was calling due to the intera device tracking canvass letter that was previously sent (sent in 2023). When intera asked what the malfunction was, the patient stated "the chemo wasn't going where it needed to go. Bile is backing up and it wasn't allowing chemo to get to the liver." Patient stated they were told it was malfunctioning about a year ago. Patient stated that they still go for maintenance therapy so that the pump doesn't dry up. Patient stated they were disappointed, that the gallbladder was removed to make room for this device and weren't sure what the protocol for the doctor notifying the company about a malfunction. Follow up with the patient's physician stated, "there was no malfunction with the haip [hepatic artery infusion pump]."